Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was potentially being oversensed which triggered two signal artifact monitor (sam) episodes and subsequently disabling the minute ventilation (mv) sensor on the associated device. Technical services (ts) was consulted, upon review of the available information, it was observed that the rv pacing impedances were out of range reaching values of approximately 3000 ohms. In addition, technical services (ts) observed that the associated device recorded arrythmia episodes that were not treated as therapy had been disabled on the device; however, ts noted that external pacing and tachycardia therapy were being externally delivered. Ts believed that the episodes were related to a clinical procedure. Further in clinic follow up was recommended to reenable the mv sensor. This rv lead remains in service. No adverse patient effects were reported.